Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/15/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found low cartridge warning on the complaint date and replace cartridge warning the day after. The same set of warnings were found 10 days later. Total daily deliveries added up correctly and reflected the programmed basal rate. The pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence was executed without incidences. Pump gave appropriate low cartridge warning as was programed. Bolus exercises were completed and recorded correctly. The reported no remaining insulin alert issue was not verified in the black box or duplicated in the investigation. It was originally reported that the brand name was animas insulin infusion pump. The correct brand name is onetouch ping glucose mgmt system.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a hyperglycemia event with blood glucose reading of greater than 500 mg/dl with nausea. Reportedly, the pump was giving incorrect total amount of remaining insulin and the patient was not aware that there was no insulin in the pump. Subsequently, the patient had gotten sick and was hospitalized. No additional information was available. Several attempts by the customer support to follow-up on the matter with the patient were unsuccessful. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an alleged remaining insulin reading issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.